Event description:
Medtronic received info that this bioprosthetic valve was explanted, due to regurgitation. Although requested, no further info has been received.

Manufacturer narrative:
Eval results: no valve was returned for analysis. Analysis: no valve was returned. Conclusion: without the return of the valve, no definitive conclusion can be made regarding the performance of the valve. Should the valve be returned, a follow up report will be filed following completion of the analysis.